Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator generated the low battery alarm. Another recharged battery was installed but the device did not start up when it was disconnected from the power source. A third battery was installed and then the ventilator worked. There was no patient involvement.